Event description:
On (B)(6) 2019, an amplatzer septal occluder was selected for implant. 3-4 hours following a successful implant, the device embolized into the ascending aorta. The patient is reported to be stable. Additional information has been requested.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, an amplatzer septal occluder was selected for implant. 3-4 hours following a successful implant, the device embolized into the ascending aorta. The device was retrieved via a snare and the patient is reported to be stable. The user believed the lack of aortic rim contributed to the embolization. A "vigorous" tug-test was performed prior to release.